Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 114 mg/dl and the sensor glucose was 54 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor value that triggered the suspend event and threshold suspend event was 40 mg/dl. The difference in value between sensor glucose and blood glucose value was 60 mg/dl. The sensor will not be returned for analysis.